Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The retains from cartridges with the reported lot # were confirmed to be defective.

Event description:
The reporter claimed that there are air bubbles in the animas insulin cartridge and a loss of prime occurred on (B)(6). There was no report of an adverse event due to the product issue. During troubleshooting with the animas healthcare representative, it was noted that there was no leakage and no visible physical damage from the cartridge/tubing connection. This complaint is being reported as a malfunction due to the alleged cartridge air bubbles issue.